Event description:
A patient was being positioned for an x-ray of the lumbar spine on the x-ray table, when suddenly sparks came out of the cable wires of the x-ray tube. The x-ray tech immediately shut the machine off. There were no initial problems with the device, to our knowledge, other than the fact the equipment is old (1993). There were no injuries to the patient or the x-ray tech.